Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was also that the customer experienced leak from right at the top o f the reservoir. The customer¿s blood glucose level was unknown. There was fluid in the battery compartment and under lcd display. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir will not be returned for analysis.

Manufacturer narrative:
Evaluated 3 open/used reservoirs. Inspected and checked o-rings/stopper groove for anomalies none were found. Ran basal, bolus leaking test per dop114-811 as follow: reservoirs filled with diluent and connected to a new infusion sets, installed reservoirs and connector into 7xx pump. Conclusion: reservoirs not leaks. (Performed a visual inspection and found no physical or cosmetic damage.)